Event description:
Head...detaches - oral-b device breakage head is very loose - oral-b device connection issue. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was very loose and detached during cleaning with the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.